Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant of an implantable cardiac monitor. After implant, device interrogation revealed that sensing was low. The device was repositioned 6 times to increase r-wave amplitude, but all attempts failed. Due to repositioning attempts, the patient had a large pocket and the case was abandone. Physician stated that the current device or an alternative device will not obtain adequate sensing. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.